Manufacturer narrative:
(B)(4). Final analysis of the pump revealed normal device function - no anomaly found. The returned catheter segments passed patency and pressure testing; catheter testing was acceptable. The sc pump connector was damaged as received due to probable explant damage. The sc connector was pulled apart; no significant anomalies.

Event description:
Refer to MFR's report # 3007566237-2010-00743 regarding prior catheter issues and csf leaks. It was reported that the pump and catheter were explanted on (B)(6) 2010. The decision to explant was made after multiple catheter problems and csf (cerebrospinal fluid) leaks. The catheter issues were break, occlusion and disconnect. The location of the catheter issue was at the pump/catheter connection. The pt had experienced withdrawal and was hospitalized. At the time of the explant, the pt had been weaned off of baclofen. Following explant, the pt underwent selective dorsal rhizotomy and botulinum toxin injection for control of tone.